Event description:
As reported, during rectopexy procedure, the capsure fixation device fastener "didn't fire adequately, fastener turned only partially in promotorium". There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. The subject device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Addendum: this supplemental MDR is submitted to document the sample evaluation results. During the functional evaluation of the return sample the device misfired on the 1st attempt to deploy and then deployed the remaining seven fasteners with no issues. All inner components were found to be in place and in good condition. No manufacturing anomalies found. The failure to fixate as reported may be the result of attempted fixation into the promotorium during the rectopexy. However, a definitive root cause could not be determined. Review of manufacturing records shows product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Updated fields: b4, d9, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. The subject device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during rectopexy procedure, the capsure fixation device fastener "didn't fire adequately, fastener turned only partially in promotorium". There was no reported patient injury.